Event description:
It was reported by the patient that she underwent an obturator sling procedure on (B)(6) 2009. Three to four weeks post operatively, the patient had pain in the vaginal area when walking and moving. The patient underwent a revision procedure on (B)(6) 2010. Three to four weeks after the revision, she stated the revision did not work. The patient reported that in 2010, the mesh was removed and she had a marshal-marchetti bladder procedure. The patient stated that three to four months after that procedure, she ripped out the suspension and then developed stress incontinence. The patient has been seen by another physician who wants to do a fourth procedure with a sling, but that she is unsure if she wants another surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.